Event description:
Additional information received reported the patient still had concerns regarding their device or therapy, but were working with their healthcare professional or manufacturer representative. It was noted an appointment had not been made.

Event description:
It was reported that the patient met a manufacture representative and her device was checked. It was found that one of the patient¿s ¿lead wires are broken off.¿ the patient stated that since an unrelated surgery that she had (B)(6) 2012, her symptoms have gotten worse and the therapy seemed not to be as effective. The patient noted that part of that surgery was ¿they had to lift her bladder.¿ the patient stated that ¿there were a lot of factors to consider.¿ the patient did not know when the lead broke so was not sure if that was the ¿main factor¿ for her therapy change. The patient mentioned that the first two years of her therapy were good and she felt the device helped her symptoms. The patient stated that she needed to get ¿the issues¿ sorted out with her health care provider (hcp) to see what was factoring in to the therapy not working as well as it used to. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. Concomitant products: product ID 748910, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 748910, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v434086, implanted: (B)(6) 2010, product type lead; product ID 3093-28, lot # v434086, implanted: (B)(6) 2010, product type lead. (B)(4).